Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, recently back on ilet with dexcom g7 and inset 23"-6 mm, experienced repeated ¿unable to proceed¿ alerts during fill tubing and dry-run attempts, resulting in no insulin delivery for an extended period and hyperglycemia over 400 mg/dl; troubleshooting and education were provided, and a replacement ilet was shipped. Symptoms included feeling unwell associated with hyperglycemia. Outcomes included self-management with subcutaneous lispro by pen, no need for outside assistance, and no medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.